Event description:
Clinic reports that the venous line became disconnected from the pts tesio catheter during treatment. No sample is available. Faxed questionaire on may 02 and may 15. Called facility on may 24 and facility indicates that the questionaire had been faxed back. Will refax. The machine involved in the event is an althin uf1000. The air detector alarm went off but the low venous pressure alarm did not. Received info on 5-24-00. The event transpired 1.5 hours into treatment. The pt lost estimated blood loss 200cc. The blood flow rate was 300ml/min and the venous pressure pre incident was 168. The pt was sent to the emergency room and then released to home. No add'l adverse effects.